Event description:
Smith & nephew became aware of this event via the maude database, report number 2183996-2006-00738, on 1/29/07. The report stated: "customer is a diabetic. He uses a co tender infusion set, insulin infusion set. The patient reported for the last month that his infusion set does not stick to his skin correctly. He stated that every couple of days, his site will fall out. The patient's blood glucose elevated to "hi" on his meter which indicated his blood glucose to be over 600 mg/dl. To bring his blood glucose down, he would give himself an injection. He did not report any symptoms with his elevated blood glucose. The patient did state that he is an outdoors man and does sweat. He was advised on using a technique to secure his site using opsite frame delivery dressing. No medical attention was necessary. No product is being returned for evaluation." Outcome attributed to adverse event: infusion site dislodged, elevated blood sugar.

Manufacturer narrative:
Evaluation summary: the manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.